Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was set to the incorrect unit of measure (mmol/l). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests four times a day and manages her diabetes with 1000mg of metformin twice a day. The patient alleged that the issue began in the late morning on (B)(6) 2010. The patient claimed she obtained a blood glucose reading of "6.8 mmol/l" with the subject meter. The patient corrected and clarified she did not take her morning dose of metformin, due to alleged issue. At approximately 10pm in the evening, the patient claimed she developed symptoms of blurry vision and dizziness; symptoms she associated with high blood glucose. The patient stated she obtained a blood glucose reading of "180 mg/dl" with a friend's meter soon after and then consumed a dose of metformin. The patient claimed she felt better 30 minutes later. At the time of troubleshooting the patient was unable to confirm if the subject meter was previously set to the correct unit of measure (mg/dl) or if the unit of measure on the subject meter was recently changed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she did not take her oral medication due to the alleged issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k062195.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.

Manufacturer narrative:
This case is exempt from submitting an adverse event MDR by the remedial action exemption (B)(4) for the onetouch ultra meter problems with inadvertent change in units of measure dated, (B)(6) 2005.